Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 kit. During the procedure, the physician found the proximal end of a penumbra system ace 68 reperfusion catheter (ace68) to be kinked upon removal from the packaging hoop. The physician then attempted to insert the same ace68 into a non-penumbra microcatheter; however, the kinked proximal end of the ace68 was unable to advance through the microcatheter. Therefore, the ace68 was removed. The procedure was completed using the same microcatheter, guide catheter, and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.